Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe generator had a repeated error c-34 when applying monopolar energy. The technical support engineer confirmed the reported error in the logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the case was completed with the same erbe generator; the surgeon continued the case with the available bipolar energy.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) or erbe to resolve the errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and visual inspection identified scratches on top cover. C-34 errors on start and mono coag activation. Erbe unit that was placed on golden system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to generator defect based on voltage error. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified.

Event description:
Refer to h11 for follow-up information.